Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: lobectomy. According to the reporter: when the bag was pulled to retrieve the specimen, a doctor found the bottom part of the bag was broken. One of the broken pieces of back fell inside of chest of patient but it could be detected visually and was retrieved from the patient with no problem.